Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. Upon evaluation the power supply connector was found to be defective. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the damaged power brick connector. The pt received a replacement charger/ modem.

Event description:
During the investigation of charger/modem (B)(4), a reportable problem was discovered. The power supply connector was damaged. The pt was issued a replacement charger/modem.